Event description:
It was reported that the lead integrity alert triggered for the right ventricular (rv) lead due to elevated sensing integrity counts. The lead integrity alert was reset and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was interference/noise with ventricular short interval count (v-sic) equal to 10.7 counts avg/day, in 5.12 days, between (B)(6) 2012. The save to disk review revealed the lead integrity alert triggered with a patient alert for lead failure predictor on (B)(6) 2012.